Event description:
The user facility reported that during an angioplasty procedure a synergy stent (4 mm x 20 mm) got stuck on the runthrough wire at duo core joint inside coronary arteries. Therefore, the whole assembly (runthrogh wire & synergy stent) had to be pulled out. The runthrough wire with the stuck synergy stent was taken out. The procedure was completed after exchanging the runthrough wire with another runthrough wire. The synergy stent was deployed after exchanging the defective runthrough wire with another wire. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The patient final impact was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the u.s. Market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. Two pieces of runthrough ns were received for evaluation. One runthrough ns was stuck in a stent balloon (nostrum des), and the other one, which had been returned as a same-lot sample, was inferred to have been used according to the description of the event. Therefore, the sticking sample was called actual sample 1 and the involved-lot sample was called as actual sample 2 during the investigation. Visual, magnifying, and x-ray fluoroscopic inspection of actual sample 1 & actual sample 2 were conducted. Investigation results of actual sample 1 were: (I) no facture or other anomaly was found along the entire length; (ii) jumbling of coil was found at two locations approximately 30 mm from the distal end; (iii) jumbling of coil was found at approximately 250 mm from the distal end; (IV) ptfe coating had been peeled at approximately 1300 mm from the distal end; (v) no other appearance anomaly was found in other areas. Investigation results of actual sample 2: (I) no facture or other anomaly was found along the entire length; (ii) a kink (opening of coil pitch) was found at the distal end of platinum coil section; (iii) jumbling of coil was found in multiple locations in the area approximately 30-40 mm from the distal end and at approximately 250 mm from the distal end; (IV) intermittent peeling of ptfe coating was found at approximately 500 mm and at approximately 600 mm from the distal end, and in the area approximately 1000-1050 mm, and 1250-1300 mm from the distal end; (v) no other appearance anomaly was found in other areas. Dimensions were conducted. Actual sample 1, outer diameter of the platinum coil and the stainless-steel coil met the factory's specifications, no anomaly was found. Actual sample 2, outer diameter of the platinum coil and the stainless-steel coil met the factory's specifications, no anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot # found no anomaly. Past complaint file of the product with the involved product code/lot # found no other similar report. Simulation testing was conducted: (I) jumbling of coil test method: the stainless-steel coil section of runthrough ns was trapped, and torque force was applied clockwise. Test result, the stainless-steel coil was jumbled. (Ii) kink (gap in the coil pitch) test method: the tip of a runthrough ns was trapped, and push-pull force was applied. Test result, a kink (opening of coil pitch) was generated in the platinum coil section. (Iii) peeling of ptfe coating test method: abrasion force was applied while runthrough ns was in contact with the metal inserter. Test result, ptfe coating was peeled off. Product structure of the coils and the niti core wire of runthrough ns are fixed at three sections. The coil and the niti core wire are free except for the fixed sections. The winding direction of coil is clockwise. If clockwise torque force is applied while the coil is trapped, the coil may be jumbled. Cause of occurrence/conclusion based on the results of the investigation, the following mechanisms of occurrence were inferred, however, since no details on the usage condition was available, the timing of occurrence could not be clarified. Sticking of the runthrough ns to the stent balloon (nostrum des) stainless-steel coil section of the actual samples was trapped by some factor (e.g., lesion site), torque force was applied to the involved section, and the coil was jumbled. Since the outer diameter of the involved section became large, the actual sample got stuck in the stent balloon (nostrum des). Kink (opening of the coil pitch) distal end of the actual sample was trapped in some factor (e.g., lesion site), push-pull force was applied to the involved section, which resulted in the kink (opening of coil pitch). Peeling of ptfe coating of the involved section was in contact with a hard object (e.g., metal inserter), abrasion force was applied, which resulted in the peeling of ptfe coating. Relevant instructions for use (IFU) reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.